Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with stent placement procedure on a (B)(6) female. According to the complainant, after successful dilatation, the balloon would not fully deflate. The scope was removed from the pt with the balloon still inflated. The tip of the balloon was cut in order to deflate. The procedure was complete at the time of the balloon removal. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.